Manufacturer narrative:
Initial reporter is synthes sales representative. This report is for an unknown trocar/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during the procedure (placement of percutaneous screws), vertebroplasty needles are used for access, these when impacted with the hammer to progress to the lumbar pedicle, the tips were bent and the head of the internal stem of the trocar was broken in two. Causing the needle to remain impacted in the bone, making it difficult to remove it with an accessory plier. This report is for one (1) unk - insertion instruments: trocar: spine. This is report 1 of 1 for (B)(4).